Event description:
It was reported usb port/pins damaged inside the port, one of the inside pieces is bent and not straight and is cause the pump to not charge. The customer's blood glucose level was 170 mg/dl reportedly,the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.